Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral vein using an indigo system aspiration catheter 12 (cat12) and non-penumbra sheath. During the procedure, the physician made three passes in the target location using the cat12. When advancing the cat12 through into the sheath on the next pass, the physician experienced resistance, and the cat12 kinked distally. Therefore, the cat12 was removed. The procedure was completed using a new cat12 and the same sheath. There was no report of an adverse effect to the patient.